Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported undersized balloon was not confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the armada 14 2.0 x 80 mm balloon catheter was advanced to the lesion and inflated. However, the balloon length (shoulder to shoulder) when inflated appeared to be much shorter than desired on angiography. After the armada 14 balloon catheter was removed from the anatomy, the distance between the markers was measured and it was confirmed to be approximately 75 mm and it was expected it to be 80 mm. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.